Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of questionable elecsys vitamin d assay results for multiple patients tested on a cobas 8000 e 602 module compare to a liquid chromatography-tandem mass spectrometry (lc-ms/ms). The customer provided the data for 81 patients of which 7 were a reportable malfunction. It was unknown if the erroneous results were released outside of the laboratory. There was no allegation of an adverse event. The cobas e602 serial number was (B)(4). The investigation is currently ongoing.

Manufacturer narrative:
Due to a concern with the accuracy of vitamin d results the customer decided to test numerous patient samples at their site in duplicate while comparing the results to lc-ms/ms. The customer also provided the vitamin d data from another laboratory that was testing vitamin d on a cobas e602 in duplicate. In total the vitamin d data for 1,120 patients were provided. 884 patient results were from the other laboratory, while 236 patient results were provided from the customer site. Of the data provided a total of 18 patient results were a reportable malfunction. The customer' site noticed only 2 instances where the comparison of two cobas results were discrepant, while there were 15 instances where the comparison of a cobas result versus the lc-ms/ms results were discrepant. For the other laboratory data that was provided there were 3 instances where the comparison of cobas results were discrepant. Despite some discrepant results observed, both sites were satisfied with the overall correlation data obtained for vitamin d. The investigation was unable to find a definitive root cause.